Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating that four tampons pulled apart, were stringy, and not useable. No injury was reported.